Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooling and heating system was slow to heat. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet complete.